Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that after numerous attempts, the ax55b stapler would not fire. Another ax55b was opened and used to complete the case. There was no consequence to the pt.